Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.the exposed portion of the soft cannula was observed to be pinched. The impact of the pinch on insulin flow could not be determined due to the insulin leaking through the internal cannula tear. Due to the damage being external it could not be determined how or when this damage occurred. The observed internal cannula tear is related to action #98586. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 299 mg/dl after approximately 4-24 hours of wear on the arm and did not decrease despite administering correction bolus doses. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.